Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. All buttons functioned properly. No damage noted in the keypad assembly, and no unlocked lcd keypad connector noted during visual inspection. The pump passed the self test and error test. No other alarms noted during testing. The pump was monitored, and no alarms or constant tone alarms occurred. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the pump started making a high pitched sound and had a circle at the top. Customer stated she cannot press esc or act. Customer's blood glucose was 124 mg/dl at the time of the incident. Customer had an unexpected restart alarm. Customer did the rewind process and the pump alarmed watchdog set test failure. Customer cleared the alarm and the pump went blank. Customer stated that the issue was not resolved and the pump was still completely unresponsive to both the screen and the buttons. Customer stated that the alarm occurred during the rewind/prime sequence. Customer was advised to disconnect and remove the reservoir from the pump. The customer tried to replace the battery but they were not successful. Customer stated that the time was no longer stored on the pump. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was advised that the pump will need to be replaced and revert to a back-up plan.